Manufacturer narrative:
On 22-may-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and a smartablate and steam pop, char and an insufficient irrigation issues were encountered. After pulmonary vein (pv) isolation, when transitioning to cavotricuspid ishmus (cti) and the thermocool smarttouch sf catheter was removed from the patient¿s body, the presence of charring on the catheter tip was noticed. It was noted that a steam pop occurred during the initial ablation, and the physician considered that the substance might have adhered at that time. A black, char-like substance was observed on the distal tip of the catheter. For safety considerations, the catheter was replaced with another new one, and the procedure was completed successfully. While the patient was leaving the procedure room, the physician repeatedly asked about the possibility of cerebral infarction; however, based on findings such as tongue movement, the physician determined that there was no problem. It was reported that during the smartablate tubing setup, it was found that the tubing was not properly placed on the pump claws. Although saline solution was flowing, the flow rate was insufficient. The tubing setup issue was resolved by reinstalling the smartablate tubing set. The events were caused by insufficient irrigation due to an improper tube connection, not a catheter malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).